Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty charge-coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. E1/establishment name: independent public health care facility of the ministry of interior and administration in kielce. Added here due to character limitation in respective field.

Event description:
It was reported, the gynecologic laparoscope had a problem maintaining the white balance and everything was overexposed in green. After making a white balance adjustment the problem returned after a while of operation. This issue occurred during an unknown procedure. A similar device was used to continue the procedure. There were no reports of patient harm or injury.